Event description:
The hospital reported that during an endoscopic vein harvesting procedure with the vasoview hemopro 2, a thin wire-like piece of plastic appeared in the vein tunnel. This was retrieved and removed by the harvester. No harm was done to the patient.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure with the vasoview hemopro 2, a thin we piece of plastic appeared in the vein tunnel. This was retrieved and removed by the harvester. No additional procedures. They continued with the same device. No delay. No harm was done to the patient.

Manufacturer narrative:
(B)(4). Updated sec- b3,b4,b7,e1,e2,e3,g4,g7,h2,h10,h11 corrected sec- b5.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 07/18/2022. An investigation was conducted on 04/12/2023. Signs of clinical use and evidence of blood was observed on the intact c-ring. There were no visual defects observed on the cannula or the harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. No shavings were observed and there were no physical difficulties observed. An engineer evaluation was conducted. The cannula was dissembled and both lumen halves were inspected under magnification. There were no obvious marks, scratches or shavings present on the lumen halves. Inspection of the lumen halves was hampered by the heavy clinical usage the device went through. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component; shavings " was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 25162347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4). Updated sections: b-4, d-10, g-4, g-7, h-2, h-3, h-6, h-10.

Event description:
N/a.